Manufacturer narrative:
Add evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during rectal resection of low anterior resection, although the green button was pressed, and the device turned to firing mode, the handle could not be squeezed, and the device could not fire. After that, the handle was replaced with a new one, but the device still could not fire, so both handle and reload were replaced and the operation was continued. There was no patient injury.